Manufacturer narrative:
All button function properly however moisture damage was found on keypad traces. No button error alarm noted. Pump received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, cracked on battery tube threads and cracked reservoir tube near reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 162 mg/dl. Troubleshooting was not performed. The device was returned for analysis.